Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the product was used for 3 months. The physician found the adaptor was broken during dialysis. The adaptor break caused blood leakage. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.